Event description:
It was reported that when using the bd pyxis¿ es server users had to log in to the computer first before logging into the medstation. When attempting to log in directly to the medstation, an unable to authenticate error was displayed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.